Manufacturer narrative:
No medical records or no medical images were provided to the manufacturer. The device was not returned to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post deployment of a vena cava filter, guided fluoroscopy demonstrated a detached filter arm transversely orientated in the ivc. The filter was captured and retrieved without incident with a snare device. A triple loop snare device was used in an unsuccessful attempt to retrieve the detached filter arm. The detached filter arm allegedly migrated from the ivc into the right hepatic vein. It was further reported that the detached filter arm was subsequently trapped in the hepatic vein with embolization coils to prevent further migration. The patient was reported in stable condition.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: no device was returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation was inconclusive for the alleged detached filter limb. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post deployment of a vena cava filter, guided fluoroscopy demonstrated a detached filter arm transversely orientated in the ivc. The filter was captured and retrieved without incident with a snare device. A triple loop snare device was used in an unsuccessful attempt to retrieve the detached filter arm. The detached filter arm allegedly migrated from the ivc into the right hepatic vein. It was further reported that the detached filter arm was subsequently trapped in the hepatic vein with embolization coils to prevent further migration. The patient was reported in stable condition.